Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for movement disorders. The rep reported that high impedances were measured on contacts 8-11, of >12,000 ohms after the patient reported having a fall. The rep reported that programming and settings were done with contacts that did not have the high impedances. No patient symptoms were reported. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3387s-40, lot# va1fakq, implanted: (B)(6) 2017, product type lead. Product ID 3387s-40, lot# va1fakq, implanted: (B)(6) 2017, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative reported that the cause of the high impedances was unknown and noted that the patient stated they simply fell and now there were some high impedances on certain contacts of the lead. No actions were taken as the high impedances on certain contacts of the lead was not affecting therapy impedances. It was unknown if the issue was resolved. There were no further complications reported or anticipated.